Event description:
It was reported that at the first device check since implant, the clinician was unable to program any parameters on the device. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded with no anomalies found. Further discussion with the clinician discovered that the ventricular lead was still in configure state and that once the clinician set lead monitor to off and then adaptive that they were then able to proceeded normally in the device check.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.